Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to check and clean the pump, but the initial cartridge load attempt was unsuccessful. However, with further assistance, the caller successfully filled and loaded a new cartridge, allowing them to resume insulin delivery.